Event description:
The physician reports noticing that the crystalens haptic was bent after delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and remove the damaged lens. A second crystalens was implanted successfully. Reference MDR #2031924-2010-00020.

Manufacturer narrative:
(B) (4).